Event description:
It was reported that patient presented remotely via merlin.net, the implantable cardiac monitor (icm) exhibited noise over sensing resulting in inappropriate mode switch. Additionally, the patient had a history of under sensing of an atrial fibrillation. No intervention or procedure was performed. The patient was stable throughout.